Event description:
It was reported that as lvp 20d 2ss cv was cracked and leaking. The following information was provided by the initial reporter: it was reported that there might be a small crack in tubing. Verbatim: called to patient's beside because parents noticed crib sheet and sleep sack were wet underneath fit IV site and tubing appeared intact with no wetness noted around site or anywhere along the tubing. We wondered if there might be a small crack in tubing as no other reason noted for wet sheet.

Manufacturer narrative:
H6: investigation summary: two photos and one used primary set, model 2420-0007 lot 21035393, was received by the customer for investigation. The set was visually inspected and no defects were observed. The set was then primed and functionally tested and no leaks were seen. The customer's complaint that there might be a small crack in tubing could not be verified. A device history record review for model 2420-0007 lot number 21035393 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv was cracked and leaking. The following information was provided by the initial reporter: it was reported that there might be a small crack in tubing. Verbatim: called to patient's beside because parents noticed crib sheet and sleep sack were wet underneath fit IV site and tubing appeared intact with no wetness noted around site or anywhere along the tubing. We wondered if there might be a small crack in tubing as no other reason noted for wet sheet.